Event description:
It was reported that this right ventricular (rv) lead exhibited a lead safety switch (lss) due to impedance measurements of greater than 3000 ohms. After the lss, the lead exhibited noise, oversensing, and pacing inhibition. The patient was not pacemaker dependent; therefore, no asystole of greater than two seconds was observed. Continued monitoring was discussed since the patient did not require rv pacing. No adverse patient effects were reported. The lead remains in service.